Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod longer than 48 hours, the site was irritated. The patient received an antibiotic ointment to be used on the affected area.